Manufacturer narrative:
Reported event of stretched helix was confirmed. Final analysis found that the outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) upgrade procedure. During the procedure, it was noted that the atrial lp helix had stretched. The lp was removed and replaced. When the new lp was implanted, the patient felt sharp pain. The patient's blood pressure was stable. The physician decided to remove the lp and abandon the upgrade procedure. The patient was stable.